Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral lithotomy under rigid ureteroscopic procedure in the upper ureter, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the percuflex plus ureteral stent it was found fractured. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. ** additional information received on may 14, 2020 ** the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the returned percuflex plus ureteral stent was analyzed, and a visual evaluation noted that the device had the suture hole torn and the bladder pigtail was found detached. The suture string was not returned for analysis. No other issues with the device were noted. The reported event was not confirmed. Based on the product analysis, the stent returned without the suture string, it is evidence that the stent was manipulated. Therefore, the failures found (bladder pigtail detached and suture hole torn) are issues that could have been generated by the user or due to the interacting of the device with the suture string. Therefore, adverse event related to procedure, is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral lithotomy under rigid ureteroscopic procedure in the upper ureter, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the percuflex plus ureteral stent it was found fractured. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of stent shaft break. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was used during a ureteral lithotomy under rigid ureteroscopic procedure in the upper ureter, performed on (B)(6) 2020. According to the complainant, when the physician unpacked the percuflex plus ureteral stent it was found fractured. Another percuflex plus ureteral stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.